Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx220mmx150cm sterling balloon catheter was advanced for dilatation. However, during inflation at below rated burst pressure, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with another of same device. No patient complications were reported and the patient status was good.